Event description:
Blood was noted in the tubing. The surgeon was informed of the iab rupture and the iab was removed. The pt was hemodynamically stable without iab support. (On 8/12/98, datascope also rec'd the mandatory medwatch form from the distributor; uf/dist report number: FDA-0034955-1998-003. (Event complications: none from the event - reported 8/12/98) (pt's current status: stable - reported 8/12/98)